Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient was having a terrible time locating the ins during recharge since implant (B)(6) 2021. The patient had met with their manufacturer representative at the healthcare provider office on (B)(6) 2021 and they had trouble connecting with the ins. It was noted the patient had broken their shoulder and left arm so it was difficult to place the paddle over the ins site themselves. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Review of this MDR and/ or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet reporting requirements stipulated in 21 cfr 803 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient was having a terrible time locating the ins during recharge since implant (B)(6) 2021. The patient had met with their manufacturer representative at the healthcare provider office on (B)(6) 2021 and they had trouble connecting with the ins. It was noted the patient had broken their shoulder and left arm so it was difficult to place the paddle over the ins site themselves. The patient was redirected to their healthcare provider to further address the issue. Additional information received. Patient reported broken shoulder occurred 2 years before device implanted. Due to arm they were unable to reach device and get device charged. Patient reported can't reach to charge. No steps taken to resolve. Ins in difficult place to reach. Patient reported hcp said wires against body, turned over and it works as long as patient does not lean against anything. Patient was able to charge to 100%. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.***